Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the morning of the call, blood glucose was 631 mg/dl and the sensor read 290, 293, 283, and 335. Then blood glucose was 271 mg/dl and 331 to 701, and the sensor glucose was 184. The customer treated with insulin pen. Blood glucose value at the time of the call was 272 mg/dl and sensor glucose was 177. During troubleshooting, the customer removed the infusion set and stated the cannula was bent. Insertion techniques were discussed. The insulin pump and infusion set will not be returned for analysis.